Event description:
It was reported that the user experienced recurrent low blood glucose, particularly in the mornings, while using the ilet bionic pancreas; healthcare providers had advised adjusting basal insulin, and beta bionics personnel had previously adjusted the cgm target, yet the user continued to report lows. Symptoms included hypoglycemia requiring treatment with oral glucose. Outcomes included transient interruption of normal activities due to the hypoglycemic episodes. Investigation included complaint assessment and user troubleshooting and education. Investigation of this case revealed no device malfunction could be confirmed and the cause of the hypoglycemia remained unclear. It was concluded that the event was user-reported hypoglycemia with an undetermined root cause and no confirmed device failure. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.